Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during device evaluation: an adaptor connection problem. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction and the additional malfunction identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video adapter exhibited a poor component connection. The issue was identified during inspection for use. There was no patient involvement.